Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31060083l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that 2 hours after the start of procedure, rv perforation occurred by rv catheter(japan lifeline) while left atrium (la) mapping. The intervention given was vasopressor and drainage. Additional information received indicated the physician¿s opinion on the cause of this adverse event was the procedure. Prior to noting the cardiac tamponade ablation had already been performed. Causal relationship with the product was unknown. The physician assessment of the health problem is that it was non-serious (moderate/minor). The patient required extended hospitalization because open procedure for hemostasis was performed. The patient¿s outcome from the adverse event was reported as fully recovered. The adverse event was discovered during use of biosense webster products. The contact force (cf) monitoring methods used included real time graph; dashboard; vector and visitag. Coloring settings for visitag included tag index. Additional filters for visitag included force over time (fot). Visitag module was used, parameters for stability used was range: 1.5mm, time: 5s, force over time (fot): 50%, tag size: 2mm. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was low flow 8cc, high flow 15cc. A smartablate generator was used in this case with the correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. Transseptal was puncture performed with rf needle (boston scientific). No error messages observed on biosense webster equipment during the procedure.